Event description:
It was reported that the patient never had therapeutic effect. Actions were planned as a result of the event but not yet taken. Diagnostic testing or troubleshooting performed included impedance testing. The doctor was to look at leads under x-ray. The patient claimed that a 105 pound lab jerked her and she fell into a fence after implant before her stimulation was started. The patient experienced pain in the area of ¿whole back.¿ the patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).